Manufacturer narrative:
The device was out of warranty and could not be repaired. Several attempts were made to contact the customer to request their approval to perform further evaluation on the device and then dispose of it, without getting a response. Further evaluation could not be performed, and a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the screen on their device went black after the device was powered on. The screen was not legible. With the screen being black, the labels for the soft keys cannot be read, and therefore a user would not be able to use the device to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.